Manufacturer narrative:
A5) patient ethnicity- not provided by facility. D4/h4) the lot number was not provided, thus the following information is unknown: unique ID, expiration date, and manufacture date. H3) the device was discarded, thus no product investigation could be performed. H6) cardiac perforation is a known possible risk associated with use of the lld. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove two right ventricular (rv) leads (one active and one inactive) and a right atrial (ra) lead, due to bacteremia and non-function. Spectranetics lld ez lead locking devices (lld ezs) were inserted into each lead to provide traction. Beginning with a 16f spectranetics glidelight laser sheath on all three leads, severe calcification and lead binding was encountered. Switching to a spectranetics 13f tightrail rotating dilator sheath, one of the lld ez devices released from the lead and another broke at the locking site. A cook medical bulldog lead extender was then utilized to maintain hold on the lead and broken lld ez. The 13f tightrail progressed into the innominate/svc junction, and the ra lead was removed. Then, the 13f tightrail was inspected, and a crack in the sheath was discovered. A second 13f tightrail was opened, and efforts continued to extract the two remaining rv leads. At this point, traction on the leads resulted in a vasovagal response, and then the patient's blood pressure would rebound. The inactive rv lead was removed, and a blood pressure drop was noted, but no effusion was detected. Targeting the last active rv lead, the 13f tightrail handle would no longer engage, and a third 13f tightrail was used. The active rv lead was originally implanted through the tricuspid leaflet, and when removed with traction from the lld ez, the patient's blood pressure dropped rapidly. Rescue efforts began, including pericardiocentesis and sternotomy. A tear in the tricuspid valve was discovered and repaired, but the patient went into cardiac arrest. A defibrillator was used, the patient stabilized and survived the procedure. This report captures the lld ez in use when the perforation occurred, requiring intervention. There was no alleged malfunction of the lld ez in use during the procedure.